Event description:
Internal complaint from qc testing and resulting ncm (B)(4) noted a weak false positive in lane 6 of 7800010 037 1165759. Additional testing determined that b04973 primer mix pm171c batch 1129870 was impacted. The mix was also used in the allset gold ssp hla-a low res kit (catalog # 54310d) lot 021 1138831 which was sent to customer in (B)(6). The false positive produced by the primer mix when testing a a 010101 allele will cause the user to receive no typing results. Customer complaint # (B)(4).

Manufacturer narrative:
Product 54310d 021 1138831 contained a primer mix invariability. This product lot and batch was shipped to only one customer and they were notified of the issue. There was no impact to patient management reported. This is the initial and final report.